Event description:
Philips received a complaint on the heartstart mrx indicating that the battery was not charging. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery. A replacement battery was then ordered in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.